Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed an alarm to indicate that the infusion volume is low much sooner then when it's expected to alarm. It was also reported that the patient had difficulty inserting the last site. The patient experienced diarrhea and site pain.